Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on 03/09/2016 to report that the receiver displayed err 121 on 03/09/2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.